Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-05942, related manufacturer reference number: 2017865-2022-05944, related manufacturer reference number: 2017865-2022-05945. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector end of the lead was received for analysis in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.